Event description:
It was reported the programmer has connector issues at the programmer rf (radiofrequency) head connection. The programmer rf head was replaced, yet device interrogation issues remained. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device failed a telemetry functional test. A detailed analysis was performed on the link electronic module (lem) printed circuit board (pcb). This analysis found a loss of connection to a transformer that is in-line with the telemetry signal that is received on a connector that connects to the radiofrequency (rf) head. Loss of this connection would prevent the pcb from receiving a proper telemetry signal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device failed a telemetry functional test.